Manufacturer narrative:
Rti/tmi will conduct a re-review of hte product history for tutomesh bovine pericardium, packaging production records and distribution information for related complaints associated with the lot, once unique identifiers are provided.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2017 which indicated that a patient was implanted with a tutomesh implant (size 4cm x 5cm) and developed a fistula post-operatively at an unknown date. Additional information has been requested. To date, rti/tmi has not received any addtional information.